Manufacturer narrative:
Stat padz lot number 0109b was manufactured on january 1, 2009 and expire on january 1, 2011 and stat patz lot number 2609 was manufactured on june 25, 2009 and expire on june 25, 2011. Zoll medical has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient, who was in cardiac arrest, the associated defibrillator failed to discharge. The clinician switched the device to monitor mode, removed the stat padz from the patient and felt a residual charge when the padz were removed. Complainant indicated that the clinician obtained another set of stat padz to continue treating the patient, and successfully delivered a shock to the patient. Complainant indicated that the patient subsequently expired.